Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to complainant: the physician decided to use this graft due to poor access to the patient's vessels. The procedure started with percutaneous access. The right femoral artery was dilated with a 14 fr and then a 16 fr dilator. The dilator tract was dilated all the way up to the aorta. After the 16 fr dilator had passed without difficulty, the physician decided to try to pass the alpha device. It was advance over an .035 double curved 260 length lunderquist wire. During advancement of the alpha device, there was high resistance due to calcified iliac arteries. After moderate force on the alpha device, it would not pass. The physician then withdrew the alpha device. He inserted a 14 fr sheath over the lunderquist wire and performed balloon angioplasty of the entire right iliac system. This was done using an 8 mm angioplasty balloon. The physician then tried to readvance the alpha device. Again resistance was noticed with advancement through the iliacs. After moderate force with rotation, the device did advance up into the aorta. There was, however, still resistance while advancing the alpha device through the iliacs. The alpha device was positioned in the desired landing zone and deployed nicely according to IFU. The final angiogram was done confirming that the alpha device was in the desired location with no endoleak. The sheath was withdrawn and in doing so high resistance was felt while withdrawing the sheath through the iliac/femoral artery. Once the sheath tip passed the calcified common iliac artery, the patient's blood pressure dropped rapidly. The coda balloon was then inserted through the sheath over the lunderquist wire into the distal aorta. The balloon was then inflated in the distal aorta and the patient's blood pressure slowly rebounded back to normal. Further evaluation of the femoral/iliac system was assessed with an angiogram. The angiogram confirmed suspicions of a ruptured right iliac/femoral artery. The physician decided to place a gore viabahn (9mm by 15 cm long). The gore viabahn was then dilated with the 8 mm angioplasty balloon. The angiogram evaluation was then repeated showing resolve of the ruptured iliac/femoral artery. The percutaneous access site was converted to open cut down of the femoral artery. The femoral artery insertion site of the graft was disrupted and the surgeon placed an interposition graft. The proximal anastomosis was sewn to the distal gore viabahn graft and the distal anastomosis was sewn to the femoral artery just above the level of the profunda origin. Doppler pulses were taken in the leg confirming good leg flow. The sheat was evaluated and there was noted to be a buckle or kink along the sheath shaft. The sheath was flushed and cleaned and the rep will send it in for evaluation. Patient outcome: an unintended section of the device did not remain inside the patient's body. The patient did require an additional procedure for repair of the iliac/femoral artery due to this occurrence. The patient did experience the adverse effect of femoral/iliac artery damage due to this occurrence.

Manufacturer narrative:
(B)(4). Summary of investigational findings: the returned device investigation did not extend further than investigating the returned sheath since it was the only returned part. The other parts were removed from the system and were not returned. The investigation of the returned product noted two things. The first issue observed is a sheath kink on the middle of the sheath which also was noted by the physician. It is not possible to conclude on this event, especially because all the concerning device parts were not available for the investigation. The device was manufactured under qc why it is unlikely that the device was shipped with this failure. According to the sent IFU, the device has to be inspected in order to verify if any damage has occurred as a result of shipping. In case any deviation is observed like the reported kink, the device should be returned. The second observation is the nicks seen along the sheath. These nicks typically occur when the system is advanced through calcified arteries as it is confirmed in ¿event of description¿. It is therefore believed that the most likely cause of the advancement difficulty may be related to the calcified arteries along with the repeatedly number times the physician attempted to advance the device even though he felt the high resistance. This may have been resulted in exposing the arteries to forces that exceeded their tolerance. As per IFU I-alpha-thoracic-438-01, the user shall not continue advancing the wire guide or any portion of the introduction system if resistance is felt which is described as follows: ¿stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: the physician decided to use this graft due to poor access to the patient's vessels. The procedure started with percutaneous access. The right femoral artery was dilated with a 14 fr and then a 16 fr dilator. The dilator tract was dilated all the way up to the aorta. After the 16 fr dilator had passed without difficulty, the physician decided to try to pass the alpha device. It was advance over an .035 double curved 260 length lunderquist wire. During advancement of the alpha device, there was high resistance due to calcified iliac arteries. After moderate force on the alpha device, it would not pass. The physician then withdrew the alpha device. He inserted a 14 fr sheath over the lunderquist wire and performed balloon angioplasty of the entire right iliac system. This was done using an 8 mm angioplasty balloon. The physician then tried to readvance the alpha device. Again resistance was noticed with advancement through the iliacs. After moderate force with rotation, the device did advance up into the aorta. There was, however, still resistance while advancing the alpha device through the iliacs. The alpha device was positioned in the desired landing zone and deployed nicely according to IFU. The final angiogram was done confirming that the alpha device was in the desired location with no endoleak. The sheath was withdrawn and in doing so high resistance was felt while withdrawing the sheath through the iliac/femoral artery. Once the sheath tip passed the calcified common iliac artery, the patient's blood pressure dropped rapidly. The coda balloon was then inserted through the sheath over the lunderquist wire into the distal aorta. The balloon was then inflated in the distal aorta and the patient's blood pressure slowly rebounded back to normal. Further evaluation of the femoral/iliac system was assessed with an angiogram. The angiogram confirmed suspicions of a ruptured right iliac/femoral artery. The physician decided to place a gore viabahn (9mm by 15 cm long). The gore viabahn was then dilated with the 8 mm angioplasty balloon. The angiogram evaluation was then repeated showing resolve of the ruptured iliac/femoral artery. The percutaneous access site was converted to open cut down of the femoral artery. The femoral artery insertion site of the graft was disrupted and the surgeon placed an interposition graft. The proximal anastomosis was sewn to the distal gore viabahn graft and the distal anastomosis was sewn to the femoral artery just above the level of the profunda origin. Doppler pulses were taken in the leg confirming good leg flow. The sheat was evaluated and there was noted to be a buckle or kink along the sheath shaft. The sheath was flushed and cleaned and the rep will send it in for evaluation. Patient outcome: an unintended section of the device did not remain inside the patient's body. The patient did require an additional procedure for repair of the iliac/femoral artery due to this occurrence. The patient did experience the adverse effect of femoral/iliac artery damage due to this occurrence.